Event description:
It was reported in an article in eurointervention titled "the valeo® vascular stent for cardiovascular lesions in children", following stent implantation, two stent fractures occurred. One fracture with no intervention performed and another stent fracture left untreated.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Ovaert, c., luciano, d., gaudart, j, boulogne, o., assaidi, a., kammache, I., fraisse, a. (2015) the valeo® vascular stent for cardiovascular lesions in children. Eurointervention,1-6. Doi 10.4244/eijy15m01_09. Investigation summary: the investigation is inconclusive, as the samples were not returned for evaluation. The definitive root cause for the reported fractures could not be determined based upon the available information. It is unknown if patient factors contributed to the reported events. Labeling review: the current IFU (instructions for use) states: warnings: the safety and effectiveness of this device for use in the vascular system have not been established. Should unusual resistance be felt at any time during the insertion process, do not force passage. Stent delivery: confirm optimal stent apposition using standard techniques.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Article review: the authors' discussed the study of implantation of balloon expandable vascular stents. Complications of this study occurred post implantation were three stent fractures. The second fracture occurred in a patient where the stent was inserted in the proximal right pulmonary artery without difficulties and no intervention was performed. The third fracture occurred with not association to obstruction or vessel damage and was left untreated. Ovaert, c., luciano, d., gaudart, j, boulogne, o., assaidi, a., kammache, I., fraisse, a. (2015) the valeo® vascular stent for cardiovascular lesions in children. Eurointervention,1-6. Doi 10.4244/eijy15m01_09 the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported in an article in eurointervention titled "the valeo® vascular stent for cardiovascular lesions in children", following stent implantation, two stent fractures occurred. One fracture with no intervention performed and another stent fracture left untreated.